Event description:
The customer reported a falsely elevated creatinine result while running on the alinity c processing module. The following data was provided (normal range: 0.5-1.3 mg/dl): sid (B)(6): initial creatinine result: 16.4 mg/dl and was reported out of the lab the night of (B)(6) 2022. The sample was repeated today (B)(6) 2022) and generated a creatinine result of 0.6 mg/dl. It was found through troubleshooting with the technical customer specialist, the instrument generated an aspiration error 3424 for r2 pipettor at 8:53 pm while the sample completed testing shortly after at 9:08 pm. The customer stated the qc was in range on day of analysis. There was no impact to patient management reported.

Manufacturer narrative:
Patient identifier: (B)(6). All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Service reviewed the alinity c processing module, serial number (B)(6), logs and recommended the customer replace and calibrate the alnty c-series sample probe. The part was replaced, and the issue was resolved. The alnty c-series sample probe was determined to be the likely causes of the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any related trends for the alinity c-series sample probe and alinity c processing module. A review of the device historical analysis did not identify any non-conformances or deviations associated with the alinity c system, parts, and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.